Event description:
It was reported that stent deformation occurred. The eccentric, de novo, target lesion was locate in a non-calcified ostial right coronary artery (rca). Following pre-dilatation, the 20 x 3.00mm omega stent was implanted. This stent was well apposed and well positioned. During post-dilatation the stent was deformed by a non-bsc guide catheter. The physician was afraid to damage this stent and as the angiography was acceptable, he finished this case without any further intervention. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).